Manufacturer narrative:
Additional manufacturer narrative - the device has been returned for evaluation. Evaluation is pending.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately six (6) years and four (4) month, was explanted due to aortic stenosis and regurgitation secondary to prolapsed leaflet. This device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of twenty-one (21) days, an echo showed the mean pressure gradient 10 mmhg, peak pressure gradient 20 mmhg and level I aortic regurgitation. This device was replaced with a 23mm sjm epic valve with no adverse patient effects reported as a result of the valve replacement. At explant, the leaflet near the top of the commissure area was prolapsed from a stent and dropped. The patient status was reported as ¿recovering¿ in a general ward at the hospital. The device was returned for evaluation.

Manufacturer narrative:
Evaluation summary -- during the examination of the valve, it was found that one of the leaflets was folded inwards at the free edge, resulting in prolapse of the leaflet. There was indentation of the tissue near the same location of the folded leaflet. It is unclear if the indentation resulted from the restriction by host fibrous (pannus) tissue, as this was most likely removed during explant. The pannus tissue encroached on the inflow side of the leaflets and formed a ring on the surface of the leaflets, which could restrict the leaflet mobility. These findings suggest that the host pannus tissue overgrowth and the leaflet folding appeared to be severe enough to contribute to the reported aortic stenosis and regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Manufacturer narrative:
Evaluation summary: x-ray demonstrated minimal calcification on leaflets 2 and 3, and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Host tissue formed a pannus ring around the central coaptation region and led to stenosis. Leaflet 2 was folded near commissure 2 and dropped by approximately 3mm as compared to leaflets 1 and 3. Additional manufacturer narrative: customer report of stenosis was confirmed. Report of regurgitation secondary to prolapsed leaflet was visually confirmed due to dropped leaflet. The valve will be sent to r&d for further evaluation.